Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery alarm occurring on the power module was not confirmed. The power module (serial number unknown) was not returned for analysis. Available information for this event indicates that the power module was taken out of service, and that the power module was retained. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the power module was not provided. The heartmate power module IFU rev. B instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module instructions for use (IFU) rev. B, sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle red battery alarms that occur on the power module. A red battery alarm signifies that the internal backup battery has less than 5 minutes of runtime remaining. Users are instructed to immediately switch to a new power source. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g4: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was stable and admitted to the emergency department. There was a red battery illuminated on the power module. Troubleshooting was performed. Multiple red outlets were used and self-tests were done on the module. The red battery did not clear. The nurse took the power module out of service and disconnected the battery to silence the alarm. The patient remained unaffected and was on a fully charged set of batteries and had backup batteries charging.